Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the radiofrequency programmer head had intermittent telemetry and failed all uplink amplitude tests. Analysis also found that the head's label was missing its backing and the head's label was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate an implantable heart device. When a new head was used with the same programmer a successful interrogation was completed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.